Manufacturer narrative:
The patient¿s weight was not provided. Unique identifier (UDI) # (device identifier): ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 2 year and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2017, due to elevated lactate dehydrogenase (ldh) of 600¿s with no other abnormal hemolysis markers. The patient presented with pulmonary congestion and was treated with intravenous (IV) diuretics. Upon admission, an echocardiogram speed study was performed; however, results were not provided. Liver function tests were performed and the results were within normal limits. The patient had been on IV heparin, and then IV angiomax, and resumed on 81 mg of aspirin. The manufacturer¿s technical services representative reviewed the submitted log file, and did not observed any device abnormalities. On (B)(6) 2017, the patient was discharged on aspirin 81 mg once daily, and lovenox 120 mg/0.8 ml twice daily. The patient was instructed to follow up with the outpatient clinic in a week. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the report of hemolysis could not conclusively be established through this evaluation. A review of the log files that were submitted revealed normal pump operation. No hazard alarms were captured and there were no notable trends in the pump¿s parameters. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.